Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found fault to be within the lcd assembly. Replaced lcd (0012-00-1747), along with updated mounting bracket (0406-00-0916) and ribbon cable (0160-00-0113) per service manual instruction. Performed functional tests, all tests pass and are within manufacturer's specifications. Unit was cleared for clinical use. The failure analysis and testing dept. Received the following parts associated with this complaint: part number 0012-00-1747 video receiver cable serial number (B)(6). Part number 0160-00-0113 display serial number (B)(6). Part number 0406-00-0916 mounting plate these parts were received with a reported unit failure of white lines across lcd screen. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts separately and together into the cs300 test fixture serial number (B)(6) and tested the parts to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Replicated the failure of white lines across lcd screen and determined that part number 0160-00-0113 display serial number (B)(6) was the cause of the failure. The display failed testing. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev.ar. Per sme-based on the information in the complaint, the most likely root cause is normal wear of the display lcd. No evidence of excessive force was seen.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has white lines on screen. There was no patient involvement.